Event description:
It was reported the subject device had a bend in the stylet/sheath, the tip was bent in an out of box failure. The respiratory therapist reported that when the device was removed from the box, there was a bend in the stylet/sheath. The unspecified procedure was completed with another device. No patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The device was returned in original packaging with no signs of wear and tear with the stylet knob intact. The product analysis confirmed that there was a bend in the sheath. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.